Event description:
A pump was reported to have declared an altitude alarm 21, with the customer¿s insulin suspended due to the altitude alarm condition. The alarm did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to clean the speaker holes and reconnect the cartridge, which led to the successful resumption of insulin. The pump returned to normal operation, and tips for preventing future altitude alarms were provided by technical support.